Event description:
It was reported that the right ventricular (rv) lead had elevated thresholds. The patient is enrolled in the painfree protecta study. The rv lead was explanted and replaced. No patient complications were reported as a result of this event. It was also reported that during initial implant there was positioning difficulties.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the right ventricular (rv) lead had elevated thresholds. The patient is enrolled in (B)(4) study. The rv lead was explanted and replaced. No patient complications were reported as a result of this event.